Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump came lose and flipped in december of 2013. The pump wasn¿t vertical and the bottom came up, it was noted that the physician revised it. It was not reported what was infusing in the pump system at the time of the event.